Event description:
The event is reported as: complaint alleges: the balloon was pre-tested and deflated after 2 hours. No pt involvement.

Manufacturer narrative:
Device sample not returned to manufacturer in time for this report.